Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced syncope and that non capture and unstable thresholds were noted on the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness and their heart rate was forty beats per minute. No pacing spikes were seen on the electrocardiogram (ECG) and oversensing was suspected on the right ventricular (rv) lead. Reprogramming was performed and then the implantable pulse generator (ipg) was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported high thresholds were noted on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.